Manufacturer narrative:
The device was returned to olympus for inspection. The following reportable malfunction was identified during the device evaluation: rubber bonding of the bend was missing. A root cause could not be identified. Based on historical data, possible causes include damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. Based on the results of the investigation, the following likely lead to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno videoscope rubber bonding of the bend was missing. There was no patient involvement.